Event description:
It was reported that the patient alert tone sounded due to increased impedance from 600 ohms to 1200 ohms, and there was oversensing. The right ventricular lead was replaced. No patient complications have been reported as a result of this event. Additional information was received reporting that there was also an apparent lead fracture.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: detailed analysis of the device was not performed at this time, due to pending litigation. Therefore, we are unable to fully evaluate the reported event. Other: it was reported that the patient alert tone sounded due to increased impedance from 600 ohms to 1200 ohms, and there was oversensing. The right ventricular lead was replaced. No patient complications have been reported as a result of this event. Additional information was received reporting that there was also an apparent lead fracture. Impedance, high, lead(s), fracture of, oversensing.